Manufacturer narrative:
(B)(6). Literature citation: nishida, takesh. "A case of rotawire fracture during rotational atherectomy with coronary perforation". Complex cardiovascular therapeutic 2015 (cct2015) conference. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08317. Reported via complex cardiovascular therapeutic 2015 (cct2015) conference: "a case of rotawire fracture during rotational atherectomy with coronary perforation". It was reported that guidewire fracture and vessel perforation occurred. Vascular access was obtained via right radial artery. The 90% stenosed target lesion was located in a severely calcified mid right coronary artery (rca). A 1.75mm rotalink plus and a 325cm rotawire were used for treatment. During the procedure, it was noted that the distal end of the rotawire was fractured and remained within the distal coronary artery. Contrast injection revealed leakage at the distal site of the rotawire fragment indicating a guide wire perforation. Since the patient remained stable throughout the procedure, the physician decided to complete the stenting first. The lesion was pre dilated with a 3.0 x 15mm non bsc balloon catheter and a 3.5 x 24mm promus premier stent was implanted in the target lesion. The branch including the perforation site was occluded using an autologous blood within outer tube of puncture needle clot via a microcatheter. There were no further patient complications reported.